Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the reported hemorrhagic stroke could not be conclusively determined. The instructions for use lists stroke and bleeding as potential adverse events associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 7 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016, the patient experienced an acute onset of left sided hemiparesthesia. The CT scan results showed subarachnoid hemorrhage involving the right hemispheric high convexities as detailed. The patient¿s anticoagulant at the time of event was aspirin. Unspecified changes were made to the patient's medications. No additional information was provided.